Manufacturer narrative:
The insulin pump was received with blank display due to battery connector not plugged in properly into interface board. The insulin pump had normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during our testing. The insulin pump had minor scratched lcd window, cracked case at the display window corner, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the customer had repeated battery out limit alarms on the insulin pump. Customer's blood glucose was unknown. The customer also reported they were unable to power up the insulin pump after the repeated alarms occurred. Customer agreed to return the insulin pump for analysis.